Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was over 400 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer was frequently urinating due to their high blood glucose. Troubleshooting found the customer's time and date were incorrect on their insulin pump. It was also found insulin was able to exit from the tubing on the customer's insulin pump. The customer stated they would call back to further troubleshoot. No additional information provided.